Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1(establishment telephone number should be blank). Additional information added to field h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 03 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no deformation to the locations where the foreign material was detected. Hence, the cause of the material remaining could not be determined. The instruction manual states the detection method associated with the event in instructions for gif-xz1200 operation manual chapter 3, ¿preparation and inspection", and preventative measures in instructions for gif-xz1200, reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)". Three attempts were performed to obtain additional information, but no response was received from the customer. It was unknown whether the reprocessing was done in accordance with the instruction for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign object in the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.